Manufacturer narrative:
UDI (B)(4). Device evaluation: one device received for investigation. Visual inspection performed and found device was received in with front panel slightly bent on top of the tidal volume control knob. Functional test checked the operation of the tidal volume knob control. Reviewed device service history log. The reported complaint was duplicated, the tidal volume rubbed on the front panel, but did not rebound from its end stops. The tidal volume knob was malfunctioning due to physical impact that bent the front panel. Device was due for preventative maintenance. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.

Manufacturer narrative:
Other, other text: b3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had "bad tidal". Patient involvement unknown.

Event description:
Additional information received via email. Event date was updated from unknown to 01-august-2023. There was no patient injury and no medical intervention.

Manufacturer narrative:
Other, other text: b3, b5, and h6. Health effects, updated.